Manufacturer narrative:
One portex® blue line ultra® suctionaid tracheostomy tube was received for analysis in used condition. The customer's reported problem was "the product deflated more air than it normally did". The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. A hole was detected in the cuff. A review of the manufacturing and quality inspection processes were reviewed and considered adequate and correct. Inflation test was audited on 32 samples on the production line to verify that the inflation test was properly performed. No deflated cuffs were detected during the 32 units tested. The failure mode of a pinhole in the cuff was confirmed. The failure mode was determined to be damaged/broke/broken. The root cause was determined to be unknown.

Manufacturer narrative:
It was reported that the event occurred at the end of (B)(6) 2017. The exact date is unknown. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported the cuff of a portex® blue line ultra® suctionaid tracheostomy tube deflated "more air than it normally did" after eight hours in use. The clinicians attempted to fill the cuff with more air but the pressure would not stabilize. The cuff had been tested prior to use, and no leaks were found. The tracheostomy tube was replaced. No patient injury was reported, and the outcome of the event was reported to be full resolution.